Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load multiple new cartridges, including one with damaged cartridge o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer removed cartridge, inspected and replaced damaged o-ring by filling and attaching new cartridges, cleaned pneumatic area as instructed, and attempted loading again, and case was escalated for further troubleshooting, leading to issuance of goodwill replacement cartridges and initiation of out-of-warranty loaner pump process with a return authorization.